Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon was able to press the green button and squeeze the handle but the device was not able to fire. Surgeon replaced the handle to resolve the issue. There was no patient injury.